Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the totally occluded superficial femoral artery (sfa). A non-abbott drug coated balloon was used in the lesion and a dissection occurred. A balloon catheter was used to pre-dilate and the 5.5x100mm supera self expanding stent system (sess) was advanced to the dissection. During deployment, the ratchet stopped working and the stent could not be fully deployed. The deployment lock was released and the slide was advanced to the most distal position; however the stent still did not release. The physician removed the device as resistance was encountered and the stent was able to fully deploy; however it elongated all the way to the common femoral artery. No additional treatment is planned as there is good blood flow through the stent. Although this issue caused a delay in the procedure, the delay did not result in adverse patient sequelae; therefore is not considered clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents reported from this lot. The supera instruction for use (IFU) instructs: should unusual resistance be felt at any time during stent system removal, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Removing the delivery system against resistance does not appear to have contributed to the deployment issue. The investigation was unable to determine a cause for the reported deployment issue. The difficulty removing and stent elongation was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.